Event description:
Customer reported a hospitalization for high blood glucose. He was feeling dizzy and nauseous. He went to the emergency room on (B)(6) 2014 with a blood glucose of 711 mg/dl. He was not in an accident. He was stabilized at the hospital. He said he has been in the hospital numerous times. During troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during manual prime. There were no leaks. The device's history was correct. It passed the high pressure test. The cannula was not bent. The insulin was not expired. The device passed all troubleshooting testing. Customer wanted a replacement device. When he was told the device was working as designed, he disconnected. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.